Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the head was unable to interrogate and was out of specification on the uplink functional tests. It was not out of specification when tested with a known good cable. Analysis also found that the label was missing its laminate backing. (B)(4).

Event description:
It was further reported that the radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.